Event description:
It was reported the pt's electrode stopped providing any stimulation. Impedance checks gave ambiguous results but did not suggest electrode fractures (no impedance values were reported). The leads were replaced. There was no reported symptoms or injury. The pt recovered without sequela.